Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6)2023. On (B)(6) 2023, after blood sampling, the catheter was flushed with 10cc of saline solution. The extension tube of the catheter connector was damaged while flushing the second 10cc of saline solution. The catheter connector was replaced to a new one. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, after blood sampling, the catheter was flushed with 10cc of saline solution. The extension tube of the catheter connector was damaged while flushing the second 10cc of saline solution. The catheter connector was replaced to a new one. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage to extension tubing was confirmed. The product returned for evaluation was one segment of a 4 fr s/l groshong catheter and its nxt connector. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the extension tubing just proximal of the molded suture wing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.